Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 6 for the same event: it was reported from (B)(6) that during a humerus diaphysis fracture surgery to apply multiloc long nail in orif (open reduction internal fixation), it was discovered that when the radiolucent drive device was assembled (adapter device, quick coupling device, drill bit devices and small battery drive device) and switched on to try the distal side stoppage, the drill bit devices turned more awkwardly than the usual movement. According to the reporter, the unit was set up again and re-tried, however; the issue persisted. It was reported that the connectivity between the power tool unit and attachments were checked and no defects were found. It was reported that the event occurred during use on a patient. There was a five minute delay to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.